Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had insulin flow block alarm after changing the infusion sets multiple times. The customer's blood glucose was 240 mg/dl when she got alarm. Troubleshooting was performed. The customer was advised to perform a 5.0 units fill tubing and insulin exited. The customer's current blood glucose was 481 mg/dl. They had blood at site. The customer declined troubleshooting for high blood glucose and blood at site. The insulin pump will not be returned for analysis.